Event description:
It was reported that (1) tsw35 was used during an appendectomy procedure. It was reported by the affiliate that the device did not fire. Opened another device to complete the case. There was no consequence to pt.